Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
In initial report, the manufacturer date provided was inadvertently reported as 03/31/2008, however the correct date is 03/24/2008. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with epithelial ingrowth in the left eye (os) at post treatment. A brief description from the surgery center noted the epithelial ingrowth appears to be inducing the refractive prescription but is not in the visual axis. The patient¿s chief complaint was of blurred vision. The patient¿s comments were of vision does not seem very good. It was noted if there is no improvement, a flap lift and rinse/scrape will be performed to remove the epithelium removal. At the one-month post of exam, there was loss of best corrected visual acuity. Patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20, 2.25x -.75 x 85; left eye pre-op 20/20, 1.50 x -.50 x 85. Bcva from (B)(6) 2019: right eye post-op 20/30, .50 x .00 x 90; left eye post-op 20/40, 1.50 x -1.25 x 80.